Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with a local infection. The physician elected to surgically intervene which consisted of; temporarily removing the device, repositioning the electrode, clean and disinfecting the wound, reimplanting the same device and closed the pocket. Post intervention testing confirmed normal system operation and no additional intervention was required. To date, this system remains implanted and in service with no functional allegations. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) system, was explanted due to a confirmed pseudomonas infection. A transvenous implant to take place in the upcoming weeks. No additional adverse patient effects were reported and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with a local infection. The physician elected to surgically intervene which consisted of; temporarily removing the device, repositioning the electrode, clean and disinfecting the wound, reimplanting the same device and closed the pocket. Post intervention testing confirmed normal system operation and no additional intervention was required. To date, this system remains implanted and in service with no functional allegations.